Event description:
Good faith attempts were made and no further information is known about the reported event. Additionally noted in the product analysis of their generator. No obstructions were observed in the header lead cavity or connector blocks. A bench lead inserted past the negative connector block. The in-line cavity go gauge test passed.

Manufacturer narrative:
(B)(4).

Event description:
A patient's generator was returned for analysis related to end of battery life. It was identified through review of internal programming history that at one time the patient had high lead impedance. No further programming history is available to show that resolved or that the patient had surgery to correct it. The patient's last treating physicians office was contacted but they did not have any diagnostics documented for the patient to confirm function. Investigation is underway. The patient's explanted generator analysis preliminary testing showed that the elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.